Event description:
Patient has been declining physically, cognitively, and functional the last 6 months. Patient had multiple hospitalization and ER visit during this time period for utis, falls, skin ulcers, and pneumonia. Patient was moved to assist living in (B)(6) 2024 and required 24/7 assistance by (B)(6) 2024. After her final admission on (B)(6) 2024 for fatigue, fall, and elevated lactic acid, patient decided to go on hospice care. Patient officially went on hospice (B)(6) 2024. Patient died (B)(6) 2024. Death was reported on (B)(6).